Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with two syringes of juvéderm voluma® xc in the left cheek and nasolabial. Ten days later, the patient experienced ¿localized lesion with a little bit of swollen and warm to touch might be a bio film infection¿ at the injection site. The next day, the patient was treated with augmentin. No diagnostic testing was administered. Symptoms are ongoing.